Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005, and a mesh was implanted. It was reported that the patient underwent a ventral incisional herniorrhaphy with ventralex st hernia mesh patch interposition, due to ventral incisional hernia on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to stress urinary incontinence. It was reported that following insertion the patient experienced infection and urinary problems. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.